Event description:
The report indicated that after 144 hrs of extra-corporeal membrane oxygenation, a loose particle was generated at the edge of the bearing. The unit was changed out with no reported pt compromise.